Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-01984. It was reported the patient experienced ineffective stimulation. Diagnostics indicated high impedance electrodes. Reprogramming was attempted to no avail. Surgical intervention is planned to address the issue.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2017-01984.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-01984 . Follow-up identified the patient underwent surgical intervention on (B)(6)2017 during which both leads were explanted and replaced. Effective stimulation was restored post-operative.